Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Received complaint from third party property alleging that an incident which occurred on their premises to plaintiff was the fault of the pride powerchair.